Event description:
It was reported the patient thought their implantable neurostimulator (ins) got shut off. This happened a while back, a couple weeks ago, and the patient was able to turn the ins back on. The patient thought the ins turned off again 3-4 days prior to this report and that it might have been the kindle cover that had a magnetic close on it. The patient used the kindle on the stomach sometimes. The magnet on the kindle was stronger than a magnet on the fridge. When the patient synced with the ins, the programmer showed on and okay. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type; programmer, patient. Product ID: 3 708660, serial# (B)(4) implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0nz8v, implanted: (B)(6) 2014, product type: lead, product ID: 3387s-40, lot# va0mdgy, mplanted: (B)(6) 2014product type: lead. (B)(4).